Manufacturer narrative:
Investigation of this event determined that non-reproducible, higher than expected, vitros bhcg results occurred on multiple patient samples processed on a vitros 3600 immunodiagnostic system. A likely assignable cause could not be determined. The investigation identified an opportunity to optimize performance of the vitros 3600 instrument, and service actions were taken. However, as acceptable pre-service precision performance testing was not performed, it is unknown if the service actions performed by the fe mitigated any instrument issue that may have contributed to the event. Additionally, based on historical quality control data, no vitros bhcg reagent issue was identified as a contributing factor. In addition, improper sample processing (centrifugation) cannot be ruled out as a contributing factor. The customer provided no data when requested as to whether the affected patient sample had been processed outside the sample collection tube manufacturer's recommendations for centrifugation time and speed. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause for the event could not be determined.

Event description:
The customer obtained non-reproducible, higher than expected, vitros bhcg results from three different patient samples when processed on the vitros 3600 immunodiagnostic system. Patient 1 sample 114.1 miu/ml vs. The expected result of <2.39 miu/ml; patient 2 sample 55.4 miu/ml vs. The expected result of 2.85 miu/ml; patient 3 sample 13.7 miu/ml vs. The expected result of <2.39 miu/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The non-reproducible, higher than expected vitros bhcg results were reported outside of the laboratory, however, corrected reports were sent to the physicians and there was no report of patient harm as a result of this event. (B)(4).